Manufacturer narrative:
Qn# (B)(4). The user facility reported the device was not a factor in the outcome of the patient. The patient was in a critical condition which resulted in patient death. Cause of death was uncertain. Patient had end-stage copd and sepsis with pneumonia. Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 315 samples were taken from the current production, the samples were inspected and the revised characteristics comply with the requirement. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: intubated with #8 endotracheal tube, developed a leak and unable to maintain tidal volume with mechanical ventilation. New tube was removed and she was ventilated using bag-valve. Patient developed pea and expired.